Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported bt fse that during semi annual maintenance (pm), the fiber optic ext connector of cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Getinge field service engineer (fse), found broken fiber optic connector housing. The fse replaced the cblassy, fosensorextension. Fse performed all safety and functionality checks completed and passed to factory specifications.

Event description:
Na.